Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has been experiencing high blood glucose in the last 7 days and wanted to see if the insulin pump is working properly. Customer states they have been using 30%-40% more insulin to keep blood glucose stable. During troubleshooting, no issue was found with the reservoir and the infusion set. Customer has replaced their infusion set 3 times since the issue started and no bent cannula was found. Customer was unable to perform high pressure test as no tubing clamp was available. Customer will call back once tubing clamp is received. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.